Event description:
It was reported that the bd interlink¿ vial access cannula was damaged and had issues with coring in the vials. Additionally, the device also had difficulty drawing large volumes and had air bubbles in the medication due to a loose connection to the mating component. The following information was provided by the initial reporter: "regular blunt tip has the blue dart has an added protrusion of plastic causes there to be more turbulence when drawing large volumes, customer has had large problem with air bubbles in the medications being drawn up. The vial access tip is not sharp enough to penetrate some of the vials and have plunged and several vial diaphragms into the vial and have lost control of medication".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history record review was not performed as the lot number is "unknown" for this complaint. H3 other text : see h10.

Event description:
It was reported that the bd interlink¿ vial access cannula was damaged and had issues with coring in the vials. Additionally, the device also had difficulty drawing large volumes and had air bubbles in the medication due to a loose connection to the mating component. The following information was provided by the initial reporter: "regular blunt tip has the blue dart has an added protrusion of plastic causes there to be more turbulence when drawing large volumes, customer has had large problem with air bubbles in the medications being drawn up. The vial access tip is not sharp enough to penetrate some of the vials and have plunged and several vial diaphragms into the vial and have lost control of medication."